Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and noisy image. A root cause could not be identified. Based on the results of the investigation the cause of the blurry image could not be determined. For the additional finding of image noise and no image the most probable cause of these complaints is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a blurry image. The issue occurred during inspection for use. There were no reports of patient involvement.